Event description:
It was reported that (1) device was used during a rectum-sigmoidectomy. It was reported by the affiliate that the cdh29 stapler did not staple the colon properly. The pt had an adverse event and awaiting further info.